Event description:
Procedure type: urological. According to the reporter: as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, and has sustained permanent injury and has undergone corrective surgeries.

Manufacturer narrative:
(B)(4).